Event description:
It was reported that during a post operative check one day post implant of this right atrial (ra) lead, a small right sided pneumothorax was noted. Lead measurements were noted to be stable. Subsequently, during a follow up check three days post implant following a paroxysmal atrial fibrillation (af) this ra lead exhibited decreased p-wave amplitude measurements, decreased pacing impedance measurements and increased threshold measurements. A computed tomography (CT) scan was performed and noted an ra lead perforation. Further investigation was planned with a potential lead revision on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. A new ra lead was implanted and it was noted that this ra lead was likely explanted, however, the company representative is trying to obtain confirmation of the status of this ra lead. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a post operative check one day post implant of this right atrial (ra) lead, a small right sided pneumothorax was noted. Lead measurements were noted to be stable. Subsequently, during a follow up check three days post implant following a paroxysmal atrial fibrillation (af) this ra lead exhibited decreased p-wave amplitude measurements, decreased pacing impedance measurements and increased threshold measurements. A computed tomography (CT) scan was performed and noted an ra lead perforation. Further investigation was planned with a potential lead revision on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that surgical intervention was undertaken. A new ra lead was implanted and it was noted that this ra lead was likely explanted, however, the company representative is trying to obtain confirmation of the status of this ra lead. No additional adverse patient effects were reported. If pertinent information is provided in the future, a supplemental report will be submitted. It was reported that this ra lead was explanted at the time the new ra lead was implanted. The lead was discarded and is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that during a post operative check one day post implant of this right atrial (ra) lead, a small right sided pneumothorax was noted. Lead measurements were noted to be stable. Subsequently, during a follow up check three days post implant following a paroxysmal atrial fibrillation (af) this ra lead exhibited decreased p-wave amplitude measurements, decreased pacing impedance measurements and increased threshold measurements. A computed tomography (CT) scan was performed and noted an ra lead perforation. Further investigation was planned with a potential lead revision on an unknown future date. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.